Event description:
It was reported that the patient with this artificial urinary sphincter (aus) implant device presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a crack found in the cylinder connecting tube. As a result, the physician removed and replaced the entire device. The patient was stable following the procedure and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400098 serial number: n/a batch/lot number: 1000050798 model/catalog description: control pump fgs unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1000053800 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of mechanical issues and hole/crack were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.